Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
This product is registered as a combination product. The results/ method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 2017865-2020-17462, related manufacturer reference number: 2017865-2020-17463. It was reported that the patient presented to the clinic with inflammation and infection around their device pocket. The physician explanted the patient's entire system. The patient was stable throughout.